Event description:
It was reported that the device was alarming depleted battery, with full battery charge. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have a damaged top case and cracked right plunger. The devices event history log was reviewed for evidence of the reported problem, depleted battery was found. To conduct functional testing the device was powered on and checked all the battery settings. Upon review, the battery settings were all within normal range. The reported problem was unable to be duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects corrected.